Event description:
It was reported that the ilet user experienced a low blood glucose after making two lunch meal announcements but consuming only one meal. Sensor readings showed low of 54 mg/dl and a confirmatory meter value of 58 mg/dl. This was attributed to an accidental, duplicate meal announcement and addressed with oral glucose, and the issue pertained to user procedure with the device¿s user interface. Symptoms included hypoglycemia without reported associated symptoms. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem involving an accidental duplicate meal announcement, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.